Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1424 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter tip could not be seen on the x-ray film. X-ray was performed post catherization to locate the tip of the catheter. No other information was provided.